Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was reportedly a change in the caretaker; however, as this was not clarified and no breach in aseptic technique was reported, the cause is unknown. The patient was treated with injection reflin (1 gram daily, route and duration not reported), injection tobramycin (40 grams daily, route and duration not reported), and injection heparin (route, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal was not reported. On an unreported date, the patient recovered from the event. No additional information is available.